Manufacturer narrative:
(B)(4): intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the forceps were not working. "The instrument was found to have a broken conductor wire at the proximal end at the pulley bank. The electrical continuity test failed. No other damage was found. System log investigation: a review of the instrument log for the fenestrated bipolar forceps (pn: 470205-17, batch-sequence: n14190729-0233) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0071. The alleged event occurred on the 9th use of the instrument. An instrument log review was performed on (B)(4) with procedure date (B)(6) 2020, indicating that the fenestrated bipolar forceps instrument associated with this event was last used in a sacrocolpopexy procedure. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 9th use of the instrument. Thus, the instrument was not expired at the time. Blank because the product is not implantable. Blank because it is unknown if the initial reporter submitted a report to the FDA. This report has been generated in response to FDA inspectional observations dated (B)(6) 2020.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps instrument did not work. The site swapped energy cables which did not resolve the issue. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.